Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps says the arm is aggressively shaking while getting into haptics. The surgeon is concerned and wants it to be checked. Something in the joints was off and this is consistent for multiple cases, one of which was a size 1:1.

Manufacturer narrative:
Reported event an event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed. Method & results -product evaluation and results: the field service engineer reported: problem reproduced? No trouble shooting notes: rob559 - mps says the arm is aggressively shaking while getting into haptics work performed: all tests and calibrations completed successfully. Unable to produce any issue. Found draping stuck on j2 t cables. Removed draping plastic from cables. Robot ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate 1 devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps says the arm is aggressively shaking while getting into haptics. The surgeon is concerned and wants it to be checked. Something in the joints was off and this is consistent for multiple cases, one of which was a size 1:1.